Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in for follow up on (B)(6), 2015. It was noted that the left ventricular lead exhibited loss of capture at maximum output in all vectors due to dislodgement. The lead was explanted and replaced, the patient's condition was fine post procedure. The lead was discarded and would not be returned.